Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the physician engaged the ampulla with the sphincterotome and began to cut but the cut wire of the device broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. A photo of the complaint device outside the patient was provided by the customer and showed the cutting wire was broken and kinked. There were no patient complications reported as a result of this event.